Event description:
It was reported that a proultra tip #7 separated in a pt's tooth. The separated piece was retrieved without injury.

Manufacturer narrative:
Though the separated tip was retrieved and there was no report of pt injury, there have been previous reports of this malfunction in the past two years that necessitated medical/surgical intervention to preclude permanent impairment of a body structure or function (though such intervention is inadvisable per expert opinion provided by a dr). Therefore, this event is reportable. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.